Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the display was flashing and white. Customer stated that the display was not blank less than 30 seconds. It was reported that they inserted battery alarm did not display on the pump screen. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.